Event description:
It was reported during remote follow up that the right ventricular lead exhibited r-wave amplitude variation and an increase in capture thresholds. The lead was explanted and replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of a capturing issue and a sensing problem were not confirmed. As received, a complete lead was returned for analysis. Electrical testing and visual examination of the lead did not find any anomalies.